Event description:
Information received indicates the hi/low function is drifting.

Manufacturer narrative:
The technician found the hi/low motor was weak, the hi/low drive screw was worn and the drive brake was broken. The technician replaced the motor and the drive screw assembly to repair the bed.